Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that in the morning of (B)(6) 2019, as the patient woke up, it was found that the infusion set's tubing had detached from the quick release while sleeping. The site location was the patient's upper left hip and the pump laid on the bed. The infusion had been used for two days and they were stored in the bedroom drawers. The patient was unsure of any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation of the returned used device (1 tubing), it was found that the tubing was detached from the tubing connector. No further information available.